Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2014, product type: lead; product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2014, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 08-jan-2018, UDI#: (B)(4) ; product ID: 977a260, serial/lot #: (B)(4), ubd: 08-jan-2018, UDI#: (B)(4). (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that they fell "right after" their implant surgery on (B)(6) 2014. They ended up having a revision surgery a year after the implant. The implanted neurostimulator (ins) was moved from the left side to the right side because it never fully healed. Then, in (B)(6) 2015, they had a lead revision, which they reported was related to the fall and first revision; the incision had never healed. No symptoms reported.